Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a revision surgery to remove the broken intertan nail and compression screw.